Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital for a device replacement due to normal eri. Prior to the procedure the right ventricular lead exhibited increases in pacing lead impedance and capture threshold. The lead was capped and replaced. The patient was in good condition following the procedure.